Event description:
It was reported that the device was alarming and would not stop. No patient involvement was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented a cracked enclosure and front cover, a damaged block assembly, an outdated pcb )printed circuit board) and power switch. The customer stated problem was duplicated, the -no disposable- alarm kept going off due to a damaged micro-switch. The cause of the reported problem was traced to the customer damage of the device. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.